Event description:
It was reported that shaft hole occurred. The 40% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. A 2.75 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, a shaft pinhole occurred in the front of the balloon. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.